Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. A review of the device history record (DHR) for the expedium modular angled connectors could not be conducted as no lot numbers were provided. The sample devices were not returned to the cqu from which the lot numbers could be taken directly from the samples. Therefore, without the lot numbers, no review of the manufacturing records could be completed. No emerging trends were found requiring further actions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep reported complaint via phone message. Regarding a connector. Per complaint form: the doctor said that he heard a grinding noise when the patient flexed post op. He decided that something was loose and scheduled a revision surgery. During the revision surgery the doctor removed the connectors because they looked to be loose. After removing the connectors the surgeon removed the set screws and notice that the wrong set screws were in the connectors. He decided not to use connectors this time. He then placed new rods and set screws, final tightened and closed the wound.